Manufacturer narrative:
During preventive maintenance (pm) at the customer site by zoll personnel, the autopulse platform (sn (B)(4)) stopped compressions during the functional testing with the manikin and displayed user advisory (ua) 02 (compression tracking error) and ua07 (discrepancy between load 1 and load 2 too large) error messages. The observed error messages were not replicated during the investigation performed at the zoll germany service depot; however, was observed during the archive data review. The probable root cause for the observed error messages during pm could be the user/operator error during the testing. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 2 indicates that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient/manikin or lifeband is out of position or if the lifeband is opened during active operation. The recommended actions for this type of user advisory are: (B)(4). Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to perform compressions for this to occur; it may happen when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: (B)(4). Upon visual inspection, noticed crack on the top cover and the bottom enclosure. In addition, noticed a hole on the load plate cover that affects the watertight seal. The likely root cause for the observed physical damages was user mishandling, such as a drop. The damaged parts need to be replaced to address the observed physical damages. The autopulse platform passed the initial functional testing without any fault or error. The archive data review indicated ua07 and ua02 error messages. A load cell characterization test was performed and confirmed that both cell modules function within the specification. Upon further testing, unrelated to the ua02 and ua07 errors, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. After deburring the clutch plate, functional testing was performed with a large resuscitation test fixture (lrtf) and observed a sticky clutch. After replacing the clutch plate, functional testing was performed again with an lrtf and observed a sticky clutch. After replacing the drive train, the sticky clutch issue was resolved and passed the functional test using lrtf. The defective drive train was likely attributed to the aging of the device. The autopulse platform was manufactured in 2012 and is nine years old, well past the expected service life of 5 years. Awaiting customer approval for service repair.

Event description:
During preventive maintenance at the customer site by zoll personnel, the autopulse platform (sn (B)(4)) stopped compressions during the functional testing with the manikin and displayed user advisory (ua) 02 (compression tracking error) and ua07 (discrepancy between load 1 and load 2 too large) error messages. No patient involvement.